Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully deployed in the laa of the patient. A baseline pericardial effusion (pe) measuring 0.7 cm was noted prior to the procedure. After release of the device, the effusion increased to 1.6cm near the right ventricle. The physician performed pericardiocentesis and 400cc of blood was drained. Protamine was administered prior to the drain and after the conclusion of the implant. The pericardial space was noted as being stable with no additional blood pooling. Additionally, the patient remained stable with no increase in pe noted the next day via transesophageal echocardiography (tte). The physician concluded that the pe was a result of giving heparin along with the patient having a baseline effusion. The physician did not believe that the effusion was a result of any manipulations that occurred with the watchman sheath or device. The patient remained stable and was discharged.